Event description:
It was reported that this right atrial (ra) lead pacing impedance is typically high out-of-range of over 3000 ohms, with occasional measurements of 600 ohms. This ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).